Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endosalpingiosis ("endosalpingiosis-only in right tube"), adhesion ("adhesion"), abdominal distension ("bloating"), parosmia ("started to smell a stinky stale ashtray smell") and gastrooesophageal reflux disease ("reflux") and was found to have weight increased ("weight gaind"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, adhesion, parosmia and gastrooesophageal reflux disease outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, adhesion, endosalpingiosis, gastrooesophageal reflux disease, parosmia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event weight gained,parosmia and bloating. On 23-mar-2020: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endosalpingiosis ("endosalpingiosis-only in right tube"), adhesion ("adhesion"), abdominal distension ("bloating"), parosmia ("started to smell a stinkystale ashtray smell") and gastrooesophageal reflux disease ("reflux") and was found to have weight increased ("weight gaind"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, adhesion, parosmia and gastrooesophageal reflux disease outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, adhesion, endosalpingiosis, gastrooesophageal reflux disease, parosmia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endosalpingiosis ("endosalpingiosis-only in right tube") and adhesion ("adhesion"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and adhesion outcome was unknown. The reporter considered adhesion, endosalpingiosis and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.